Event description:
It was reported that the maxzero needleless connector experienced stick down. The following information was provided by the initial reporter: when the customer used mz, it was found that blue silicone valve doesn¿t return to original position and it kept collapsed. No information for used period, connected device and used medication was provided from the customer. No health hazard to patient was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 05/29/2020. One mz1000 sample was received for investigation; no packaging was received with the sample, however the customer indicates the affected lot number to be either 19075954 or 19085331. The connecting product was not returned to assist the investigation. A visual inspection of the returned sample did not identify signs of damage or manufacturing issues which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to various male luers from bd stock and subjecting to a flush through; the customer's experience was replicated with the piston noted to have a delay returning to the closed position following disconnection of the male luer. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that recessed pistons can occur as a result of a core pin mismatch which results in a slight step being formed within the component. As a result, when the piston is depressed it can be caught on the step and remain in the recessed position when disconnected. A review of the production records for lots 19075954 and 19085331 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the manufacturing site have identified improvements to the in-process testing protocol for this component, furthermore an improved segregation system has been implemented on the automatic assembly machine. In this instance, the affected lots were manufactured prior to the implementation of the new segregation system. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product. H3 : see section h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19075954, medical device expiration date: 07/13/2022, device manufacture date: 07/13/2019. Medical device lot #: 19085331, medical device expiration date: 08/14/2022, device manufacture date: 08/14/2019.

Event description:
It was reported that the maxzero needleless connector experienced stick down. The following information was provided by the initial reporter: when the customer used mz, it was found that blue silicone valve doesn¿t return to original position and it kept collapsed. No information for used period, connected device and used medication was provided from the customer. No health hazard to patient was reported.